Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, the stent was damaged and had already been deployed. The target lesion was located in the ureter. It was noted that when the pouch for this 8 x 20mm x 100cm wallstent was opened, that the stent was fully deployed and located over the shaft of the stent delivery system (sds). The stent was also damaged. The pouch seal was intact and no damage was noted to the packaging. The device was not used and the procedure was completed with another wallstent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. An examination of the device found that the distal handle was retracted with the stent fully deployed from the device. The catheter was kinked just distal to the stainless steel shaft. The stent wires at both ends of the stent were crushed and uncrossed. It was noted that a uniform stent impression was present around the entire circumference of the holding sleeve, indicating that the stent had been mounted as required during manufacture. No other issues were noted with the device which could have contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, the stent was damaged and had already been deployed. The target lesion was located in the ureter. It was noted that when the pouch for this 8 x 20mm x 100cm wallstent was opened, that the stent was fully deployed and located over the shaft of the stent delivery system (sds). The stent was also damaged. The pouch seal was intact and no damage was noted to the packaging. The device was not used and the procedure was completed with another wallstent. No patient complications were reported and the patient's status is stable.